Event description:
Abnormal function of the fixation mechanism was reported during an implant attempt of the subject device.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.